Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed fever, discomfort, and infection. The ipp was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated describe event or problem b5, date of event b3, patient codes h6, impact codes h6 and evaluation method codes h6.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed fever, discomfort, and infection. The patient was additionally reported to present purulent discharge. The ipp was explanted and replaced. There is no additional information reported.